Event description:
The following information was reported to gore: on (B)(6) 2022, a patient underwent endovascular treatment of an acute type b aortic dissection with a back pain using two gore® tag® conformable thoracic stent graft with active control systems (ctagac) and two stents (tx-d46-164) with two debranch bypass procedure. Tgmr313110j was implanted proximally just under a brachiocephalic artery. Tgmr312610j was implanted distally. An angiography revealed a partially uncovered stent of tgmr313110j was located at the brachiocephalic artery. Blood pressure was reduced. The physician determined that blood flow of the brachiocephalic artery was inhibited. To ensure the blood flow, additionally, a 14 mm x 40 mm luminexx stent was implanted in the brachiocephalic artery to protrude about 1 cm into an ascending aorta. Two tx-d46-164 stents were implanted distally. An angiography revealed that a primary entry was covered. The angiography also revealed residual distal re-entry into a false lumen from tx-d46-164 stent implanted area. The physician decided to monitor the re-entry. The physician stated that there was no misalignment of the proximal end of the tgmr313110j during secondary deployment. Reportedly, after the treatment, reviewing the fluoroscopic images of the deployment with the physician, it was confirmed that the stent graft moved proximally when a red lock wire was removed after the secondary deployment. No resistance during removing the red lock wire was reported.

Manufacturer narrative:
(B)(4).